Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned low ise indirect gen.2 na results on a cobas 8000 cobas ise module. The customer provided patient data for one patient. Patient's initial na result was 128 with no units provided. This result was not reported outside the laboratory. Patient's repeat na result was 140 with no units provided. Na electrode lot number and expiration date used for testing was requested but not provided.